Event description:
It was reported that the patient with this pacemaker had an infection. A revision was performed and the pacemaker with the right ventricular (rv) lead and right atrial (ra) lead were explanted. Reportedly, at the previous check, there was a lot of noise in the ventricular lead and many ventricular tachycardia episodes remained. Additional information received indicates that there was a lot of noise observed on ventricular side. The physician believes that the cause of the noise is an incomplete fracture that was observed five years after the implant. No additional adverse patient effects were reported. The pacemaker was not returned for analysis.